Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported while using a bflex2 regular 5.0 single-use bronchoscope during a patient procedure, the image blacked out. A second bronchoscope from the same package was obtained but the image was reported to flicker and then it also blacked in and out. The procedure was still able to be completed using the second bronchoscope. No delay in procedure or harm to the patient was reported. Following the reported event, the customer's verathon territory manager evaluated the glidescope system at the user facility and reported isolating the issue to the bronchoscope initially used. The second bronchoscope used to finish the procedure had already been discarded by the facility.